Manufacturer narrative:
Returned device was received in fair physical condition. The pump had a chipped back corner of the top case and a cracked right plunger case and battery door. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the primary audible alarm post error upon power up. No fault was found with the system but the speaker was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with an audible alarm indicating system failure during a power-on self test. No adverse events were reported.